Event description:
It was reported that "charging port worn very bad, hard to plug in the charger". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.